Manufacturer narrative:
(B)(4). Literature title: purulent pericardial effusion and mycotic pseudoaneurysm following insertion of a bare metal stent wiley periodicals 2015 go kataoka event date and implant date unavailable.

Event description:
Patient had one integrity bare metal stent implanted in a severely calcified lesion in the rca with 90% stenosis. Approximately 5 weeks later the patient developed a fever, shortness of breath, palpitations and fatigue. The patient underwent pericardiocentesis, and 700ml of yellow purulent fluid was removed, which was positive for staphylococcus aureus. The patient received eight weeks of intravenous cephalosporin and meropenem for pericarditis and underwent pericardiocentesis two more times. Patient had pseudoaneurysm of the right coronary sinus of valsalva (csv). A sternotomy was performed. After establishing cardiopulmonary bypass through aortic and right atriumcannulation, distal anastomosis of the saphenous vein graft (svg) to rca was performed along with a transverse aortotomy. A localized dissection was observed in the right csv. Another small tear was noted in the rca with the coronary stent visualized through it suggesting the dissection occurred from it. The tear was treated with polypropylene mattress stitches. A valve replacement was also performed. The patient fully recovered and is stable at 1 year follow up. The literature article was reviewed by the (B)(6). It was acknowledged that the procedure itself carries a risk of exposure of the body to a high bacterial load but that there was 'nothing that would implicate the bms as the cause' if the reported event and the paper failed to mention the fact that the patient was on renal dialysis. This treatment is associated with infection related to multiple skin puncture, changed immunity states, general debilitation etc.